Event description:
Ventilator stopped ventilating a patient. The vent alarmed "device alert" and displayed a message to service ventilator immediately.manufacturer response (as per reporter):ongoing investigation. No final report from the manufacturer has been received.